Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated. This is the same event as 1043534-2016-00047, 00048.

Event description:
Allegedly, the guides fit well and the pins for placing the metal cut guides were in the appropriate position according to the preoperative report. However, when making the cuts to the tibia a very large void in the distal tibia was noted. This void was not identified in the preoperative report.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.